Event description:
It was reported that the patient had an original implant date of (B)(6) 2011. Due to developing myopia, the physician explanted the intraocular lens on (B)(6) 2012 of the left optic. No incision enlargement was reported. In addition, there were no complications during the procedure.

Manufacturer narrative:
Visual inspection showed a intraocular lens (iol) which was cut in half, and had no optical deviations. In addition, the product passed all acceptance criteria for all tests performed, and was within all specifications during the manufacturing process. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The manufacturing record review indicated that the lens was shown to be manufactured within specifications. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.